Event description:
It was reported that the right atrial lead exhibited increased thresholds due to dislodgement. The lead was explanted and replaced on (B)(6) 2013. No patient symptoms were reported.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.